Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 900144. The expiration date was not provided. The investigation included a review of the customer's calibration, qcs, and pre-analytical data: the calibration and qc results were within the specified ranges. A general reagent problem can be excluded. The patient sample's clotting time was less than 15 minutes; the minimum recommended clotting time is 30 minutes for serum samples. The centrifugal settings were 2576 g for 10 minutes, while the recommended guidelines state 1300-2000 g for 10 minutes. The centrifuge temperature was also not controlled. The image of the patient sample tested showed red blood cells and gel. This poor sample quality is consistent with the reported event. The field service engineer inspected the analyzer and found serum droplets on the splash guard of the reaction cells. He resolved this issue, verified the condition of the sample and reagent probes, and performed a successful hardware performance check. He also inspected the patient sample and found microclots floating in the serum with fissures in the gel. The investigation determined that the event was caused by hardware and pre-analytical issues at the customer site. Preanalytics are within the customer's responsibility. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine plus ver.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 32.4 umol/l. The repeat result from an alternate sample tube was 106 umol/l. The repeat result from an offline check was 101 umol/l.